Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) it was reported that during the procedure, the catheter could not curve to the specification. Upon receipt, the catheter was visually inspected and a white foreign material was found under ring #1. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle is primarily composed of polyethylene with a second compound identified as barium sulfate commonly used as radio-contrast substance. It is unknown the origin of the foreign material. Due to this condition, the catheter outer diameters were measured and it was found within specifications. Then per the reported event a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The customer complaint cannot be confirmed.

Event description:
It was reported that during a procedure, the catheter could not curve to the specification. The case was completed by changing the catheter without any patient consequence. This issue is not reportable event. Upon receiving the product in biosense webster lab on january 3th 2015, it was noticed that ring # 1 has white foreign material underneath, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.